Event description:
It was reported that the user experienced low blood glucose at bedtime of unclear cause, treated the low with oral glucose tablets and a peanut butter sandwich, and then experienced high blood glucose afterward while using the ilet; the user believed they did not overtreat and noted recent steroid-containing eye drops that could affect glucose, though causation is uncertain. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no specific findings, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.